Manufacturer narrative:
A medtronic representative (rep) went to the site to test and service the equipment. The rep could not duplicate the reported issue. The rep verified that the keyboard was working after multiple power cycles, and also verified all usb connections were secured. The system passed the system checkout and was found to be fully operational. No parts were replaced on the system. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device. It was reported that the system¿s keyboard would not function. The site biomed who called in this issue was not in front of the system to troubleshoot. This issue was discovered outside of a case. There was no patient present.